Event description:
On (B)(6) 2021, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, it was reported that the patient experienced duodenal ulcer due to the presence of a phytobezoar. On (B)(6) 2022, the patient expelled the phytobezoar and was discharged. The patient is awaiting tube replacement.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. Bezoar and duodenal ulcer are known complications of a peg- j tube placement. (B)(4). The device involved was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed